Event description:
The customer reported that their device was locking up during the boot-up process. The device would not have the ability to be used on a patient, if needed.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Through troubleshooting, physio-control was able to determine that the cause of the lock-up failure was due to a faulty flex cable assembly which connects the user interface pcb to the stack. Once the flex cable assembly was identified as the cause of the lock-up, an unrelated failure was still occurring. The customer then declined repair from physio and requested the device returned, un-repaired.